Event description:
It was reported to olympus, that the evis exera iii xenon light source did not turn off correctly. The lamp had to be turned on and off, to turn it off. The issue was found during preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation. And the customers allegation was not confirmed. It was noted, that the front panel mouth was cracked and a worn out socket slider switch caused intermittent use of high intensity mode. It was also noted, that the igniter was firing weakly. And the lamp life was at 419 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is probable that the main lamp did not light up and the spare lamp did not light up due to a faulty ignitor. It is likely that the phenomenon occurred due to lifespan of the main lamp. Olympus will continue to monitor field performance for this device.